Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 30 mmol/l. Customer stated that insulin was coming out and not stopping. Customer stated that the drive support cap appears normal. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer will go to the hospital to get an insulin pen and syringes.